Event description:
Caller reported patient experienced unexpected elevated blood glucose levels. Caller stated patient was vomiting. Caller reported when the blood glucose level did not go down the patient was taken to the ER by his mother where his blood glucose level was 417 mg/dl. Caller stated patient was placed on an IV of saline for fluids and given insulin; was not admitted. Caller reported patient was released on the same day that he went in. Caller alleges the pump is not delivering all of the insulin as the cause of the elevated blood glucose level. Caller stated the patient's blood glucose level remains elevated; will contact doctor for what to do for continuous elevated blood glucose level. Caller reported the doctor gave the patient 200 units of insulin for the last 3 days and his blood glucose level remains elevated. Caller stated they could not get blood glucose to go down until patient was given injections of insulin; patient is currently off of the pump. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.